Manufacturer narrative:
The involved medical device was inspected by the local dealer. No product problem or malfunction was found. It is likely that the patient condition contributed to the event.

Event description:
According to patient's wife, she found the patient suspended over a commode/toilet chair without the thigh supports attached. It is unknown as to why the patient failed to complete a successful transfer as he had done previously on a daily basis for more than five years.